Event description:
It was reported that the first cement hardened for only 3 minutes with revolution, so the stem could not be inserted into the canal. Therefore, the stem was removed. The cement hardened for only 4 minutes with spare revolution. The stem could be inserted completely, so the procedure was finished. The surgeon needs the quick investigation result for both revolution and cement. The temp of op room was 24 c. The cement was stored in refrigerator (5c). Antibiotic was not used. All monomer and polymer were used.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.